Event description:
Same case as: 2134265-2010-02752. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and placement problems occurred. The 80% stenosed, concentric target lesion was located in the mildly tortuous, mildly calcified left anterior descending (lad) artery. The lesion length was 46mm. The reference vessel diameter was 2.75mm in the distal portion and 3.0mm in the proximal portion of the vessel. First, a non-bsc 7fr 3.5 guide catheter along with a non-bsc guide wire were advanced to the lesion. Next, the lesion was pre-dilated with a non-bsc 2.5x15mm balloon at 16atms (four inflations). First, a promus element 2.75x32mm stent was successfully deployed in the distal lad. Then, a promus element 3.0x16mm stent was deployed at 18atms and 14atms in an overlapping position to the distal stent to cover the proximal lad. The stent was then post-dilated with a quantum apex 3.5x15mm balloon (10 atms, 16 atms and four inflations at 20atms). After this the physician noticed the ostial portion of the 3.0x16mm stent had ¿shrunk away" or "squeezed together such that the proximal part of the stent was no longer well apposed to the ostium of the lad". The physician reported seeing a "creased stent" or the "stent was crushed to form a thick ring of many layers at the proximal end". The physician performed more post-dilatation with a quantum apex 4.0x15mm balloon at 12 atms and 16atms in order to prevent the "stent ring at the proximal lad from collapsing". Still it was observed the stent was not well apposed and stent edge moved further from the wall of the vessel. There was a significant gap present between the outer edge of the stent and the vessel wall so the physician decided to deploy a promus element 4.0x8.0mm stent overlapping the 3.0x16mm stent. The stent was deployed at 16atms, 18atms and 16atms. The placement was successful as shown immediately in the angiogram. Next, post-dilatation was performed with a quantum apex 4.5x15mm balloon at 12atms, 18atms and 20atms. After this it was noticed that the 4.0x8.0mm stent had also "shrunk away" from the vessel wall. A quantum maverick 4.5x15mm balloon was advanced to the stent and inflated to 22atms but the stent "shrunk away" further. This time no "stent ring" was observed, but there was again a gap between the outer edge of the stent and the ostium of the lad. Intravascular ultrasound (ivus) was used to view the ostial lad and fortunately the ostial lad was disease free but the promus element 4.0x8.0mm stent was not well apposed. A quantum maverick 5.0x15mm balloon was inflated to 12atms, 16atms, 22atms and 26atms to ensure good stent apposition. Finally, ivus showed good results (no gaps between the stents) and the procedure was completed. No patient complications were reported and the patient status was reported as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)